Event description:
Devilbiss healthcare was notified of an incident involving an oxygen cylinder by the provider, who reported that while being filled on an ifill device, the cylinder broke apart at the nipple adapter and disconnected. The cylinder, having been under pressure, propelled itself across the room. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. Devilbiss healthcare will file an update if additional information becomes available.